Manufacturer narrative:
During the second pullback the catheter advanced only ~40 mm and produced a knocking sound. The catheter could not be removed from the pim and the catheter was cut for system removal. Pim testing showed no malfunction. Evidence indicates the pim jaws slipped from the catheter puller arm, causing incomplete pullback and lodging in the pim. Complaint confirmed; CAPA c23-009 addresses catheter friction.

Event description:
Was doing a case with dr (B)(6), did the first pullback without incident, however when the catheter went to go back into position, we heard the ¿knocking¿ sound. So, I disconnected the catheter, shut down the system, also unplugged the system, waited 15 seconds, plugged back in and brought the system back up. I then plugged the catheter back in and got ready for his post stent pullback. When we did the second pullback, the catheter only pulled back about 40mm¿s, it stayed on, and kept spinning, but did not pull back anymore, and we never saw the proximal edge of the 28mm stent that was placed, we only saw 25mm. I told the physician I would give him a new catheter, but he declined and asked the staff to save that one. When I went to remove the catheter, I was unable to remove it after unlocking, even with a lot of force. Finally had to cut the catheter to get the system moved out of the way. Then called (B)(6). (Please note that I was the only person plugging and unplugging the catheter during this case).